Event description:
We received a report from the office manager of a military optometric clinic that two male pts experienced ocular burning, pain, redness and irritation after using the same bottle of blink contacts lubricating eye drops at the clinic. This report is for pt #1. The pt's eye was flushed with saline and the optometrist reported the pt was 'fine' and the symptoms had almost completely resolved at the time of the report, with the redness having resolved in 30 minutes. The doctor reported that when he examined the bottle he noted an odor he described as 'like bleach'. He though the bottle might have been tampered with. Additionally, the bottle had been opened for 3-4 days prior to the event(s) and used by others without trouble. Another soldier (pt#2) used the product and experienced redness and burning. Pt #1 (this report) did not thing the cause of pt #2's event was use of the bottle, so he put a drop in his left eye. It burned and turned red. No medications were prescribed and symptoms resolved within 5 days. Further follow up found that the eye drops are stored alone in a drawer in the clinic. The reporter also sent this report to FDA(B)(4). See 3004537773-2013-00022 for pt #2.

Manufacturer narrative:
A review of the mfg records for the reported lot met all specifications. Chemistry and microbiology eval results of retained units from the reported lot were within specifications; visual examination of the returned unit did not meet specification. The label showed a brownish color. The cap had black stains on it. White dust was observed on the safety ring and the shoulders of the bottle. The cap and tip were examined. While the tip was easily removed, possibly indicating that it had been previously removed from the bottle, this investigation indicated no evidence of forced entry or handling related to product tampering.; spectroscopy testing of the solution in the returned unit confirmed that bleach had been added to the bottle. Quantitatively, about 1/3 of the solution in the bottle was bleach.; chemistry testing of the complaint unit showed that the product did not meet specifications.; microbiological testing of the complaint unit was within specifications. All pertinent info available to the MFR has been submitted.